Event description:
It was reported that non-sustained rv lead noise episodes were noted. There were episodes of far p and t-wave oversensing. Reprogramming was performed. The patient would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.